Event description:
Same case as #2134265-2008-01604, 01606. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left main trunk. A taxus express2 3.5x20mm drug eluting stent was inserted and advanced however it was unable to cross the lesion. The device was removed from the patient. It was noted that the mid portion of the stent was lifted. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status was satisfactory at the end of the procedure, however the patient died four days later, due to thrombosis.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for stent damage. The returned stent delivery system was examined under magnification on the distal end. Damage was seen at two locations on the stent. The distal edge of the stent was found to be damaged. Two strut pairs were bent out of plane. The other damage was seen on the center segment where one stent pair was bent out of plane. A visual and tactile inspection was done along the entire length of the stent delivery system and no other damage was found. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.